Event description:
Boston scientific received information that the right ventricular (rv) lead impedances are jumping from 400 ohms to 1,100 ohms then back down to 400 ohms. Boston scientific technical services (ts) was contacted and suggested that a chest x-ray be performed but the patient had already left the clinic. A memory upload was to be completed and sent to ts for review. No adverse patient effects were reported. Additional information received from the local sales representative states that a chest x-ray was performed and no issues were seen at that time. The lead remains in service.

Event description:
Additional information was received indicating varying pacing impedance continue to be observed. Two stored episodes revealed slight noise on the rate/sense channel. Isometrics was performed and noise was only seen on the shock channel. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating an invasive procedure was performed. This lead was surgically abandoned and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time the rv lead remains in service. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This lead is not expected for return as it was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.